Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing of segmental resection of lung, they connected the reload to the device and the surgeon started firing the device to lung base, however the firing stopped on the halfway. The firing speed was slow just before stopping. The tissue was not thick. The surgeon pushed the center control button again, however the firing did not re-start. The jaws was opened and removed the device from the tissue. They replaced by new reload, and the procedure was continued. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.